Event description:
The customer reported there was an 'generator error message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monoblock x-ray tube and monoblock controller was evaluated and identified as possible requiring replacement. The customer had declined further repairs at this time. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.